Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no.: 309567 . Batch no.: unknown. Verbatim: 1. Description of issue: customer was unable to fill syringe with insulin as the plunger would not push down 2. Number of occurrences: about 6 times 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. 4. Item number o choose one: ¿3 ml syringe ¿ 309657- 5. Product lot number: 309567 6. For bd product only, are samples available for investigation? O no. 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No 9. Resolution customer was able to use a different needle/syringe and was able to fill cartridge successfully and resume insulin.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no.: 309567; batch no.: unknown. Verbatim: 1. Description of issue: customer was unable to fill syringe with insulin as the plunger would not push down. 2. Number of occurrences: about 6 times. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number? Choose one: 3 ml syringe ¿ 309657. 5. Product lot number: 309567. 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: customer was able to use a different needle/syringe and was able to fill cartridge successfully and resume insulin.

Manufacturer narrative:
The following information has been corrected: e.1. Initial reporter facility name: tandem diabetes care. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. PMA/510(k)#: without knowing more information about the device, the PMA/510(k)# could be either k980987 or k151766. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no.: 309567 batch no.: unknown. Verbatim: description of issue: customer was unable to fill syringe with insulin as the plunger would not push down. Number of occurrences: about 6 times. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. Item number o choose one: 3 ml syringe ¿ 309657. Product lot number: 309567. For bd product only, are samples available for investigation? O no. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer was able to use a different needle/syringe and was able to fill cartridge successfully and resume insulin.